Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was unable to replicate the reported event as system functioned as expected without any inaccuracies. It was also reported by the site that the inaccuracy was discovered immediately after the o-arm spin. The doctor placed the instrument on the spinous process clamp screw and discovered the inaccuracy. There was already fear of inaccuracy because the navigation system's operator got the gantry door caught in the drape. It was also reported that a total of 2 spins were taken via the imaging system. No parts will be returned or replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the believed that the navigation system was inaccurate by 3.5mm. The procedure continued and the doctor used a different navigation system to place the final pedicle screws. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of ten minutes due to this issue. The surgeon opted to complete the procedure with a c-arm. On the initial MDR it was reported as completed with another navigation system inadvertently. Procedure was a posterior lumbar fusion. System checkout was for the navigation system and inadvertently reported as the imaging system. During the navigation system checkout, the medtronic representative also used a spine sawbone model and the site's imaging system to make the images and found no issues. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided as the issue was unable to be replicated during checkout.